Manufacturer narrative:
The device was not returned for analysis as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history revealed no indication of a lot-specific quality issue. Mitral valve insufficiency/regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation (postprocedure) could not be determined. The mitral valve insufficiency/regurgitation (recurrent mr) appears to be a cascading effect of the incomplete coaptation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mixed regurgitation (mr). One clip was implanted, reducing mr from 4 to 1-2. On (B)(6) 2021, the patient returned for a follow up visit. Transesophageal echocardiography (tee) was performed, showing the clip detached from the posterior leaflet and remained attached to the anterior leaflet, (slda) and mr increased to 4. No additional treatment is scheduled. No additional information was provided.